Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "plunger doesn't track" issue was not confirmed nor reproduced during product evaluation. The assignable cause not was determined. No repairs were made in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Event description:
The facility representative reported an infuso.r. Pump with a condition of plunger doesn't track. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.